Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a non-dependent patient presented for routine device check, a sharp decline in battery voltage was shown. The device remains implanted. The patient will continue to be closely monitored.